Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va0pf69, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported she was trying to turn her implantable neurostimulator (ins) on after turning it off for an unrelated surgery, and had noticed a power on reset (por) message. The patient's indication for use was gastrointestinal/pelvic floor. No symptoms, outcome and interventions were provided with this event. Further follow up is being conducted to obtain this information. If new information is received, a supplemental report will sent.

Event description:
Additional information received from the consumer reported that the patient contacted their health care provider (hcp) regarding the por and the hcp didn't want the patient to turn it on yet.